Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 50 mg/dl or above. Reportedly, the customer could not digest the food quickly enough for the intended amount of bolus delivered due to an unspecified medical issue. The customer's wife, friend, and/or emergency medical services (ems) provided assistance in treating the different low bg events. Customer consumed carbohydrates to address some bg events, and ems administered a glucose gel for other bg events. Recommendation was made to consult with healthcare provider regarding diabetes management.